Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 525-600 mg/dl with ketones. The cause of elevated bg was unknown; however, the customer indicated that an underlying heart condition or other factors may have contributed to bg level. Customer also contacted a diabetes educator during time of event and confirmed that the pump was functioning as expected. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage.